Event description:
This case was reported by a consumer and described the occurrence of dry heaves in a (B)(6) male patient who received glucose oxidase plus lactoperoxidase plus lysozyme (biotene dry mouth oral rinse) for an unknown drug indication. A physician or other health care professional has not verified this report. The patient's past medical history included hospitalization. Concurrent medical conditions included dry mouth, high blood pressure, nocturnal awakening and sore roof of mouth. Consumer described his dry mouth as causing a thick slimy crud to build up in the corners of his mouth and it tastes terrible. Consumer reported that it makes his roof of his mouth sore and it's like a thick scum that he can taste deep down in the back of his throat. Consumer said his dry mouth is so bad that he wakes up every 2 hours. Concurrent medications included unknown (unspecified medication), lisinopril, metoprolol succinate, amlodipine besylate, aspirin, omeprazole and hydralazine hydrochloride (hydralazine hc1). On an unknown date, the patient started glucose oxidase and lactoperoxidase plus lysozyme. At an unknown time after starting glucose oxidase plus lactoperoxidase plus lysozyme, the patient experienced accidental ingestion on two occasions. Patient does not remember swallowing a lot of it either time but the second time he swallowed biotene dry mouth oral rinse, he experienced dry heaves of five hours duration and he had a slight temperature. The patient also experienced feeling dazed, memory impairment, feeling as if in a fog and visual impairment. The patient was hospitalized for 5 days. Treatment with glucose oxidase plus lactoperoxidase plus lysozyme was discontinued. At the time of reporting, the events were resolved. The patient lodged a product complaint of the biotene not having a lasting effect for his dry mouth.

Manufacturer narrative:
Consumer reported the experience of accidental ingestion when using biotene dry mouth oral rinse by accidentally swallowing it two different times. Consumer doesn't remember swallowing a lot of it either time but the second time he swallowed biotene dry mouth oral rinse he had the dry heaves for about 5 hours and he had a temperature. Consumer reported that his visiting nurse showed up during the time he had the dry heaves and they called an ambulance right away. Consumer reported that he was taken to veteran's hospital and he was admitted for 5 days and he was released 2 days prior to (B)(6) 2011. Consumer reported that he was in a fog when he was taken by ambulance, he could hardly see or remember anything. When consumer got to the hospital they ran 2 tests on him. He reported an audio sound x-ray and another scan in which he had to drink something that tasted nasty. Consumer then reported that the doctors had a suspicion that he may have an unknown form of cancer and he is going to have more extensive tests run on (B)(6) 2011. Consumer reported the experiences of temperature and dry heaves resolved before he was released from the hospital. Consumer reported that he was given unknown medication while he was in the hospital. Consumer reported that he used about 3 bottles of biotene dry mouth oral rinse and he last discontinued it last week because of the product complaint of biotene dry mouth oral rinse having no lasting effect for this dry mouth. Biotene oral rinse is manufactured in (B)(4). While the lot number for the product is available; it is unknown whether the product will be returned for quality assurance testing. (B)(4).